Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the engine has the reverse trigger blocked due to worn pressure and blockage pins. This is attributed to normal wear and tear. Device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The compact air drive was returned for service because of "blocked trigger". This is report 1 of 1 for complaint# (B)(4).